Event description:
The customer received a blood glucose reading of 216mg/dl on the contour meter, re-tested on a different meter and the reading was 104mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. A new meter was sent at the request of the customer. Strips are not expected to be returned for evaluation.